Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose. The customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.